Event description:
It was reported that there was a white line seen at the top of patient images, which required the patient to be re-exposed. It was determined that the rh filter slipped out of placement. Once the filter was realigned the system is working as intended.